Manufacturer narrative:
(B)(4). The customer, (B)(6 )reported that on (B)(6) 2015, after the exam acquisitions were completed and while unloading the patient from the CT table utilizing the gantry right side touch panel, the operator released the downward motion button, but the CT table continued to move downward another 3cm before stopping motion automatically. A philips field service engineer confirmed there was no harm to a patient, operator, or bystander as a result of this issue. The customer did not report the issue and request service until the following day. The fse was dispatched to site on (B)(4) 2015. The fse arrived on site and evaluated the CT system. The fse determined that the CT table stopped motion by itself and the emergency stop (e-stop) was not opened. The fse found s_manmot_vertical_stop_error in the log files and confirmed that the patient support did not reach its hardware or software limit, but stopped on its own. The fse tested the motion of the CT table and could not duplicate the issue. The customer did not collect a bug report or save the log files so the fse could not confirm the uncommanded motion or any stuck buttons. The fse cleaned and realigned the gantry control panel on the right side and checked the vertical brake assembly. The fse determined that there was wear on the brake disc and proactively replaced the vertical brake assembly. The old parts were not available to be sent back for engineering assessment. No log files or bug reports were provided. CT engineering investigated the error identified by the fse and stated that the since there was s_manmot_vertical_stop_error, this is not a stuck button issue. The vertical motion stop error in this case is a software issue, which is very timing dependent, the unload needs to be stopped at just the right moment as the out motion is completing and vertical motion is starting. Therefore, this is not a hardware issue (brake, etc.). CT engineering determined this issue to be acceptable risk as the patient support did not reach its hardware and software limit, the motor and brakes held to stop the motion. In addition, the following mitigations to the issue apply: ¿ two, redundant monitors are controlling the motion. ¿ a collision calculation is done in each combination of vertical, horizontal, or tilt motion. ¿ hardware emergency stop button stops all the motions. ¿ buttons test during initialization. ¿ when the couch has the ¿bedrock¿ configuration, the geared motor shall hold the couch at maximum load when the motor brake is not functional or removed.

Event description:
The customer reported that after the exam acquisitions were completed and while unloading the patient from the CT table utilizing the gantry right side touch panel, the operator released the downward motion button, but the CT table continued to move downward another 3cm before stopping motion. A philips field service engineer confirmed there was no harm to a patient, operator, or bystander as a result of this issue. The customer did not report the issue and request service until the following day. The fse evaluated the CT system and determined that the CT table stopped motion by itself and the emergency stop (e-stop) was not opened. The fse tested the motion of the CT table and could not duplicate the issue. The customer did not collect a bug report or save the log files so the fse could not confirm the un-commanded motion or any stuck buttons. The fse cleaned and realigned the gantry control panel on the right side and checked the vertical brake assembly. The fse determined that there was wear on the brake disc and proactively replaced the vertical brake assembly.

Manufacturer narrative:
(B)(4). We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).